Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by phone that during removal a tampon came apart and half the tampon remained inside. This occurred with one tampons. She did state she had abdominal pain and had not sought medical attention. There have been three attempts ((B)(6) 2018, (B)(6) 2018, and (B)(6) 2018) to contact consumer for more information but we have not been successful. No further information is available at this time.